Event description:
It was reported that bd alaris texium closed male luer had flow issues. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that the infusystem cadd solis vip home infusion pumps were delivering chemotherapy at inconsistent rates, with infusions running too fast or too slow.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues accuracy could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 25035202 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06mar2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.